Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, the reported event is due to fluid invasion of the scope connector. However, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope displayed error code b30 and e216 when plugged in. The issue was found during inspection for use. There were no reports of a patient involvement.